Manufacturer narrative:
Lens was returned dry in a micro-centrifuge vial with clear surgical residue on product; lens was caught in vial cap. Visual inspection found the haptic deformed and foreign material (residue) on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -12.00 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the patient reported her near vision was poor. The patient couldn't see clearly from close (40cm), so she requested to remove the icl lens and didn't want another lens implanted. The reporter indicated the cause of the event was patient related factor.